Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for device upgrade procedure. Noise was noted on the right ventricular lead, the lead was explanted and replaced successfully during the upgrade procedure. The patient was in stable condition before, during, and after the procedure.